Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device serial number: (B)(4). Device manufacture date: 06/2009.

Event description:
It has been reported that the AED did not pass self diagnostic check.